Event description:
Additional information received reported, the patient had no concerns with their device or therapy. No further information was reported.

Event description:
It was reported that the patient thought her battery was depleting faster than usual. When fully recharged, the patient's device depleted just as fast as when in use as when not in use. The patient stated when she charged her device, the battery seemed to deplete by "1/4" right after she was through charging it. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).